Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that they put screws in, hit target, and when the surgeon went to go to take post-operative shots, the screws looked much shallower than they should have been. The screws were in the pedicle but not into the vertebral body. It was estimated the screws were set roughly halfway to their planner location. Additionally, the trajectory of the screws was noted to be as expected. The surgeon corrected the issue by utilizing an empty driver to set the screws into the correct location. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Event description:
Additional information was received. It was reported that all four screws were roughly 5 millimeters (mm) short of hitting their distal planned point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.